Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received on (B)(4) 2014 notes that the device continues to exhibit battery impedance measurement anomalies. The device remained implanted.

Event description:
It was reported that the pulse generator exhibited a battery impedance anomaly. The patient would be scheduled for a follow up in 3 months.